Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. The customer's blood glucose was 189-190 mg/dl. Customer left the pump on the charger for 30 minutes and it began to charge successfully.